Event description:
Healthcare professional reported approximately 11 months after injection to the nasolabial area and tear through with juvederm voluma with lidocaine pt developed "induration and redness" at the injection sites. Pt was prescribed "antibiotic therapy via telephone" and symptoms worsened. Upon review, physician noted "granulomas at nasolabial area and tear through." Pt was treated with hyluronidase and ciprofloxacin.

Manufacturer narrative:
Unique identifier (UDI)#: not applicable. Further information from the reporter regarding event, product, or pt details has been requested. No additional information is available at this time. The events of induration, redness, and "granulomas" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events of redness, induration, and "granulomas" as follows: undesirable effects. "The pt must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may bed delayed. These include but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.), which can occur simultaneously with itching or pain on pressure, can appear after the injection. These reactions can last for a week. Indurations or nodules at the injection area."